Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "broken fuse on ac adapter" could not be confirmed. Analysis revealed that the device passed visual examination and functional testing and performed as expected. No failure detected; the reported event could not be confirmed during testing. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This is not be likely to cause or contribute to death or serious injury. The redundant power source will continue to supply power to the pump. This failure will result in user annoyance and will not affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the fuse of a patient's cac adapter was not working.  The device was exchanged with no reported patient issue or injury.